Event description:
The vns patient reported that she has had to increase her seizure medications due to an increase in seizures. The patient reported that her seizure triggers are more severe now and that she cannot watch movies, television or flashing lights.

Event description:
Clinic notes dated (B)(6) 2013, note that the patient was experiencing an increase in seizures. It was noted that the magnet is helpful and that the patient has a cold and is on treatment. The patient was referred for prophylactic generator replacement. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient is suffering from a tremendous amount of breakthrough seizure activity. It was reported that medication changes are no longer helping the patient. The patient reported that she suffered a 64 minute seizure with loss of use of her left arm the prior saturday. The patient underwent generator replacement. System diagnostics with the new generator attached was within normal limits (1661 ohms). The generator was programmed on at the conclusion of the surgery. The generator has not been received for analysis to date.

Manufacturer narrative:
.